Event description:
It was reported that they were unable to calibrate syringe size sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit top case, cracked right plunger case(on the side) and bottom case missing rubber feet(front left corner). The device was not able to be calibrated. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the barrel clamp slide was not attached with size pot post. The customer incorrectly assembled pump actions were taken to mitigate the reported issue: attached barrel clamp slide to size pot post. Performed syringe calibration and all functional test which the device passed.